Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803 56.

Event description:
It was reported that once the device was powered on, it would continually reboot itself until the battery was removed. There was no pt involvement with the reported failure.